Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was in the hospital and they needed to do an MRI. Patient had to go into MRI mode. Pt has both intellis and restore implants. Patient was able to put in the intellis implant in MRI mode but the restore had quit altogether. Pt explained it was still working in december but pt had a lot going on in their personal life and could not get it to work again. Pt had been getting reposition antenna screen since december. Pt tried using the equipment on the call and got reposition antenna. Pt mentioned they had to take pain pills instead of using the device. Patient did not have a managing healthcare provider as they moved. Reviewed ins was in possible overdischarge and needs to be charged if they want pt go into MRI mode. The nurse at the hospital got on the line and patient services specialist transferred the nurse to nas to page the rep. Additional information was received from the patient. They reported that they just moved from indiana. They addressed their problem with their doctor, but nothing was done except having them take shots. They need to set up a time with a tech from manufacturer to help them determine why its so difficult to charge their device and its a terrible experience. They had the charger on for 5 hours and it finally at 1/2 charge. The week before they had it on until the charger went dead and got maybe a quarter of the unit charged. Plus it needs some adjustments. When it is working they can't turn their head without getting shocks or a burst of energy. Issue was not resolved, at this point they don't know if its getting resolved.